Manufacturer narrative:
Received one used. List #011-c6028, 81 cm (32") appx 5.1 ml, 20 drop blood set w/200 micron filter, spin luer, bag hanger; lot #5406466. The used 011-c6028 20 drop blood set was returned with the tubing confirmed separated from the male luer bond interface at the base of the blood filter. The bond interface was visually examined and there was adequate solvent applied at the bond interface. The tubing was measured, and it met design expectations. The probable cause of the tubing separation is typical of unintentional pulling forces applied during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9: device returned to manufacturer on 11/16/2023.

Event description:
The incident involved a 81 cm (32") appx 5.1 ml, 20 drop blood set w/200 micron filter, spin luer, bag hanger. The reporter stated that the connection between the drip chamber and the line falls apart. Monoclonal antibody (mab) was being attached to a secondary line pump being administered/performed. The tube disconnected from the drip chamber when the nurse went to spike the solution. Leakage occurred with the line disconnected. There was patient involvement but no patient harm.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received.